Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two maxcore disposable core biopsy instrument for evaluation. Two maxcore devices were received for evaluation. Upon visual inspection, sample 1 appeared to be clean and sample 2 appeared to have residue on the stylet. Both the samples were received with protective tubing and a yellow guard attached to the needle and both the samples were returned in initial positions. Due to the condition of the returned devices, functional testing was not performed. Therefore, the investigation is kept as inconclusive for the reported failure to fire issue as the functional testing was not performed, due to the condition of the returned device. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore. During the procedure, the device allegedly failed to fire. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore. During the procedure, the device allegedly failed to fire. There was no reported patient injury.